Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: left side only "most likely omentum') and pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (batch no. C91764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida, parity 3, gallstones, pap smear, urinary tract infection, frequency urinary, nausea and indigestion. Concurrent conditions included adenomyosis. Concomitant products included ampicillin sodium (principen), homeopathics nos (vertigo) and mometasone. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2015, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6)2015, the patient experienced fatigue ("fatigue"). In (B)(6)2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy birth - no complication"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), abdominal pain ("abdominal pain") and migraine ("migraine"). The patient was treated with surgery (salpingectomy. (Bilateral),oophorectomy (bilateral)). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, dysmenorrhoea, migraine, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain and fatigue had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain- pelvic/ abdominal, dysmenorrhea (cramping),bleeding,migraine, fatigue. Removal recommended by treating physician- yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: result not provided; on (B)(6)2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: pfs&mr received reporter information was added. Lot no was added. New event added device migration, vaginal bleeding, menorrhagia. Severity and event outcome added medical history , concomitant drugs and lab test was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: left side only "most likely omentum') and pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (batch no. C91764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida, parity 3, gallstones, pap smear abnormal, urinary tract infection, frequency urinary, nausea and indigestion. Concurrent conditions included adenomyosis. Concomitant products included ampicillin sodium (principen), homeopathics nos (vertigo) and mometasone. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy birth - no complication"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), abdominal pain ("abdominal pain") and migraine ("migraine"). The patient was treated with surgery (salpingectomy. (Bilateral),oophorectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, dysmenorrhoea, migraine, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain and fatigue had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain- pelvic/ abdominal, dysmenorrhea (cramping),bleeding,migraine, fatigue. Removal recommended by treating physician- yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: result not provided; on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('pregnancy birth - no complication') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), migraine ("migraine") and fatigue ("fatigue") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy. (Bilateral),oophorectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, dysmenorrhoea, migraine and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, dysmenorrhoea, fatigue, genital haemorrhage, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: received treatment for pain- pelvic/ abdominal, dysmenorrhea (cramping),bleeding,migraine, fatigue. Removal recommended by treating physician- yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: lawyer was added. Case become incident, previously added injury nos was replaced with pelvic pain & new events- abdominal, dysmenorrhea, bleeding, pregnancy, device ineffective, migraine, fatigue, were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.